Event description:
It was reported there is a powdery filament on the tips of the trachs after sterilization. There was no direct injury. However, we have begun depleting nicu's supply of bivona trachs due to this issue. On the night of this issue, nicu had asked for pictures of the problem in case they needed to midas it. It was the only backup for the patient; therefore, allowing for increased patient safety risk. To my knowledge, no adverse event occurred this night. No patient injury was reported.

Manufacturer narrative:
Other text: d4: UDI number, device serial number/lot number and g5 (510k) are unknown. H4: device manufacturing date and d4: device expiration date could not be determined. H6: event problem and evaluation codes: updated. H10: no lot number was provided; therefore, device history record review could not be performed. Four product photos were received for evaluation. Visual inspection showed bit flash on the cuff. No other analysis was performed. The root cause of the reported issue was found to be a loose particle fell in the component during molding process and was not detected. Customer complaint notification was made to production personnel to explain the importance to adherence or following in the manufacturing procedure, by quality engineer on 16/jan/2023. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).